Event description:
On april 22, 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter did not work, and that she was unable to obtain readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter issue began around 2 weeks prior to contacting lfs. The patient claimed that a dot began to appear on the meter screen after the sample was applied. The patient manages her diabetes with a self-adjusting dose of admelog insulin (18 units in the morning, 15 units at lunch and 12 units in the evening). The patient reporting using an approximate insulin dosage when she was unable to test her blood glucose due to the alleged issue. On (B)(6) 2024, at midnight, the patient claimed to have experienced symptoms described as ¿shaky, couldn¿t stand up, lost her senses and felt desperate¿. The patient reported that she called her son for assistance who got her a glass of orange juice as treatment. At the time of troubleshooting, the cca walked the patient through resolving the issue, however the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly required assistance of a third party for treatment of an acute low blood glucose excursion after the alleged meter issue began.